Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. The suture broke after opening the package and drawing it out with forceps. Another like device was used to complete the procedure. The event occured before using on the patient.

Manufacturer narrative:
(B)(4). Conclusion: a needle with suture and suture segments were returned for evaluation. The suture segments had cut ends. One suture segment had a partial cut on one end. One segment had a flattened end due to surgical instrumentation. No breakages were observed. It could not be determined if the partial cut was present when the product was initially opened, or if generated by the end-user during use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.